Manufacturer narrative:
Additional information was received that the patient had an explant of cervical paddle lead as well. No further information was provided to bsn. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. The charge log indicated that the maximum temperature during the charge cycles in the patient¿s body was within the limit. The ipg was charged using the associated charger while monitoring the temperature of the ipg and charger. The charge log indicated that the maximum temperature inside the ipg case during the test is 42.869°c. Using a thermocouple, the maximum temperature measured on the ipg case is 39.653°c. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. The ipg exhibits normal characteristics. Device evaluation indicated that the charger passed visual and environmental tests performed. The complaint was not verified. While the charger was charging the depleted ipg battery, the temperature of the charger was monitored. It was confirmed that the charger¿s thermistor was working effectively.

Event description:
A report was received that the patient had developed an infection and a third degree burn at the ipg site. The physician assessed that it was a burn, and not necrotic tissue at the pocket site. Symptoms include discharges, soreness, and redness. The physician could not confirm if the infection was device related; however, suspected that the charger caused the burn. The patient was administered bactrim antibiotics and underwent an explant of the ipg.

Event description:
A report was received that the patient had developed an infection and a third degree burn at the ipg site. The physician assessed that it was a burn, and not necrotic tissue at the pocket site. Symptoms include discharges, soreness, and redness. The physician could not confirm if the infection was device related; however, suspected that the charger caused the burn. The patient was administered bactrim antibiotics and underwent an explant of the ipg.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-5312, serial #: (B)(4), description: scs charger 2.0.

Event description:
A report was received that the patient had developed an infection and a third degree burn at the ipg site. The physician assessed that it was a burn, and not necrotic tissue at the pocket site. Symptoms include discharges, soreness, and redness. The physician could not confirm if the infection was device related; however, suspected that the charger caused the burn. The patient was administered bactrim antibiotics and underwent an explant of the ipg.

Manufacturer narrative:
Correction to MDR f/u #1. Field "add'l info" should state that the physician suspected ipg malfunction additional information was received that the patient's wound has healed. The reason the paddle lead was explanted was due to inadequate stimulation and no malfunction was suspected.